Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event a day after the onset and was treated with vancomycin injection (2gm every 5th day, ongoing) and tobramycin (40mg once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported that the patient was discharged from the hospital (unknown date). Antibiotic treatment was discontinued 12 days after the initiation of therapy. Two weeks after event onset, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.